Event description:
Related manufacturer reference number: 2017865-2022-47696. It was reported that the patient presented in clinic for a follow up. That high capture thresholds were noted on the left ventricular lead (lv). No changes or intervention were reported. The patient was in stable condition.